Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01207. It was reported during the patient's scs trial procedure, the physician attempted a retrograde approach, however, a csf leak occurred. The physician pulled the needle out and went back to a regular approach in the sacral region. The procedure was completed successfully, however, the patient developed a headache. On (B)(6) 2015 the patient stated the headache appeared to be getting better, but on (B)(6) 2015 the headache got worse. The physician advised the patient to drink plenty of water and caffeine and to lie flat for 24 hours. Follow-up identified the patient's headache has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.